Event description:
It was reported to medtronic neurosurgery that one of the stopcocks on the device was cracked. The report states that the issue was discovered by a nurse when the device was being primed prior to its use with a patient, and that there was no patient involvement.

Manufacturer narrative:
The returned external drainage device did not meet the requirements for leak testing due to a crack in the needleless injection port arm of the distal patient line stopcock. The instructions for use that accompany the device warn that ¿csf may be sampled through injection sites which have been cleaned and disinfected with alcohol. Only clean the injection site septum. Exposing plastic components to alcohol may compromise their integrity.¿ a review of the manufacturing records showed no anomalies. (B)(4).